Event description:
It was reported that the there was picture failure due to loose contact. Therefore, there was a full loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: picture failure due to loose contact. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: a short in the cable is the cause of this issue. The 1788 cable has been was upgraded to contain this issue in the future. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the there was picture failure due to loose contact. Therefore, there was a full loss of image.